Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's experience of image loss. The device provided a distorted image when the control knobs were manipulated and the image was intermittently lost. The device failed the leak test due to a cut on the insertion tube. There were no signs of fluid invasion in the device. A review of the instrument history revealed that the device was last refurbished on 08/31/2009 and the charge couple device (ccd) unit of the scope has not been replaced since then. The scope has now accumulated 1402 uses on the ccd. The image difficulty was attributed to extensive usages on the ccd unit. The device was serviced and returned to the user facility. This report is being submitted as a medical device report in an excess of caution.

Event description:
The user facility reported that during a diagnostic colonoscopy they experienced a complete loss of image. The colonoscope was withdrawn from the patient, and the procedure was completed using a different, but similar device. There was no patient injury reported.